Manufacturer narrative:
Block b3: exact date unknown, event occurred several months after implant.

Event description:
It was reported that the patient was experiencing difficulty in charging the ipg as well as difficulty in aligning the charger to the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing difficulty in charging the ipg as well as difficulty in aligning the charger to the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216. (Sn: (B)(6). The returned ipg was analyzed, and a review of the charging log showed a low charge current (indicative of sub-optimal charging), resulting in a low battery voltage. It was possible that this was due to the misalignment of the charger over the ipg. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.